Manufacturer narrative:
Complaint conclusion: as reported, the 6f/7f mynx control vascular closure device (vcd) was inserted and worked within the vessel but when it was inflated, the white black white leaked out. The balloon lost pressure upon inflation, at the 1st stop while in the patient. There was no reported patient injury. The deployer¿s mynx training status was trained. The type of procedure was interventional peripheral procedure. The device was tested prior to insertion and was fine. The procedure used an ante-grade approach. The patient has no relevant medical history. A 6f non-cordis sheath was used. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site had a little visible calcium/plaque and had a little to no vessel tortuosity. There was a little presence of peripheral vascular disease (pvd) in the vicinity of the puncture site. After the removal of the sheath, there was visible damage in distal end which was a bent in the link of the sheath. The procedure was completed using another mynxgrip vcd. The patient was not hospitalized, nor the patient's hospitalization extended as a result of the event. Hemostasis was achieved by another mynx device. The patient¿s outcome/status after the mynx event was recovered. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f was returned. Per visual analysis, button 1 and button 2 were not depressed, the syringe was not connected to the device, and the sealant was observed to have remained in the manufacturing position, exposed to blood. The stopcock was observed open, and the procedural sheath was not returned with the device. No visual damages/anomalies were observed. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon, but there was no water leaking out from the returned device¿s inflation indicator. Per microscopic analysis, a longitudinal radial tear in the balloon of the returned device, approximately 4 mm from the balloon¿s proximal neck was revealed. A product history record (phr) review of lot f1932903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. Analysis of the returned device revealed a longitudinal tear in the balloon of the returned device, approximately 4 mm from the balloon¿s proximal neck. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as the calcification reported, may have contributed to the reported event. The reported ¿saline leaked out of pressure gauge¿ was not confirmed during analysis of the returned device as the inflation indicator preformed as intended. It should be noted that saline spurt out of the end of the inflation indicator is a preventive measure against over-inflation. The inflation plunger assembly was designed with a feature in an event excessive pressure being applied during inflation. Fluid leaks out of the plunger to relieve the device from excessive pressure. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis, suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the 6/7f mynx control vascular closure device (vcd) was inserted and worked within the vessel but when it was inflated, the white black white leaked out. The balloon lose pressure upon inflation, at the 1st stop while in patient use. Therefore, hemostasis was achieved by another mynx device. The patient¿s outcome/status after the mynx event was recovered. There was no reported patient injury. The deployer¿s mynx training status is trained. The type of procedure was interventional peripheral. The device was tested prior to insertion and was fine. The procedure used an ante-grade approach. The patient has no relevant medical history. A 6f non-cordis sheath was used. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site has a little visible calcium/plaque and had a little to no vessel tortuosity. There was a little presence of peripheral vascular disease (pvd) in the vicinity of the puncture site. After the removal of the sheath, there was a little visible damage in distal end which was a bent in the link of the sheath. The procedure was completed using another grip. The patient was not hospitalized, nor the patient's hospitalization extended as a result of the event. The device will be returned for evaluation.